Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device allegedly self activated. Another device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the device was sent directly to the manufacturing site ((B)(4)) for service and repair. Functional/performance evaluation: per the service and repair evaluation, it was found that the instrument was difficult to prime. Upon further examination it was found that deterioration had deformed the cocking slide and sleds, making it difficult to prime the device. The damaged components were replaced and the device was cleaned, lubricated, tested, and then returned to the customer. Conclusion: the investigation is confirmed for device difficult to setup or prepare, as the device was difficult to prime in the as received condition. However, the investigation is inconclusive for self-activation due to the returned sample condition. Per the service and repair facility, deterioration had deformed the cocking slide and sled. It is likely that the damaged components contributed to the difficulty to prime. However, the definitive root cause for the self-activation could not be identified. Labeling review: the current IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.